Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event with an infusion set where there was blood on the site. The site of insertion was abdomen. The patient had to receive medical treatment at the emergency room as a result of non stop bleeding on the site. Patient was advised to change product and insert product in a different location and monitor site. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.